Event description:
Pt changing lvad power source and both power sources simultaneously disconnected. Nurse intervened. Our concern was that it was possible to disconnect both power sources simultaneously.